Event description:
While the ventilator was hooked up to patient, the patient coughed into the system and it was reported that the ventilator stopped cycling. A service technician was dispatched and reported the problem to be a bad expiratory pressure transducer. The transducer was replaced and the ventilator was put back into service. No other problems found with the unit. There was no injury.